Event description:
(B)(4). Summary: the authors present a review of the principle and indications for the use of peripheral nerve stimulation (pns), and review our single institution experience that comprises 24 peripheral nerve stimulators (from 1997 to 2010) as well as 8 occipital nerve stimulators (ons) (from 2007 to 2010) over 13 years. Reportable event: the authors reported that the majority of pts in the pns group had good-to-excellent pain relief; two pts had their lead repositioned more proximally after 5 and 6 years of good relief; two pts (one with upper and the other with lower extremity pns) were converted to scs. One pt lost coverage after a difficult delivery and was explanted after a trial of scs. There were no compressive neuropathy secondary to the paddle use. Of 8 ons pts, 6 reported good-to-excellent pain relief; one pt had to be re-operated twice due to connector pulling sensation and had to be repositioned; one pt required antibiotic therapy for another 7 days after permanent implant for incision site infection.

Manufacturer narrative:
(B)(4).